Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported during a site visit that a device alarmed channel disconnect on the telemetry/medical/surgical unit with an alaris pump module. The device was taken to biomedical engineering for evaluation. The site stated they commonly clean the pumps with healthcare clorox hydrogen peroxide cleaner disinfectant wipes and do not avoid the iui connectors when cleaning the devices. This occurred a week ago.